Event description:
Although requested by tandem technical support, a backup method of therapy was not provided by the customer.

Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped. Customer's blood glucose level was 217 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.